Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07/14/2015, UDI#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s ins and lead were removed. Pre the operative notes dated (B)(6) 2016, the ins and lead were removed from the pocket, the lead was detached, and a new ins brought into the field where the lead was inserted until the blue tip was seen. The hcp ¿didn't know what this means¿ but it ¿sounded like¿ a new lead was implanted. They also read in the notes that the "setscrew was released, the lead was detached, it was noted that the sheathing over the lead itself was somewhat loose, after contact point with the distal tip of the lead where inserts into the generator". It was reviewed that, per the operative notes, only a new ins was implanted, and the existing lead was re-connected which aligned with the manufacturer¿s device registry. It was speculated that the ins was probably dead (¿just speculated¿). The hcp noted that the patient¿s family had thought everything had been removed but had imaging that actually showed the patient had the implant. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.